Event description:
It was reported that pump touchscreen became unresponsive and appeared frozen, preventing customer from interacting with pump screen. The customer¿s blood glucose (bg) was 620 mg/dl. Customer addressed elevated bg by a correction injection via manual insulin therapy. Customer reverted to an alternative method of insulin therapy.